Manufacturer narrative:
There were no samples or images provided for review. Without such evidence, a definite root cause and corrective action cannot be established with confidence. However, based on similar complaints regarding this matter, CAPA (B)(4) has been initiated to further address this issue. The CAPA will document the root causes identified and the corrective actions taken to address the issue.

Event description:
The guidewire was broken in the human body during the operation. Fortunately, the surgeon successfully used one syringe to take back the broken coil from the bile duct in the end. (Near the right hepatic duct)